Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, and resuming insulin delivery. Reportedly, the customer had been using the same cartridge for over 3 days using aspart insulin. Tandem customer technical support informed customer that aspart insulin is indicated for use with tandem supplies for 3 days. Customer understood and acknowledged.